Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device was tested and diagnostic results revealed high lead impedance (impedance value >= 10,000 ohms) during an office visit on (B)(6) 2014. The patient reported trauma but denied manipulation. The patient did not experience a recent increase in seizures. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Additional information was received stating that the patient¿s device was tested again and diagnostic results revealed high lead impedance (impedance value >= 10,000 ohms) during an office visit on (B)(6) 2014. The patient¿s device was subsequently programmed off. The patient reported that she was performing a lot of manual labor. Further follow-up revealed that the patient underwent generator and lead replacement surgery on (B)(6) 2014. Diagnostic results prior to surgery confirmed high lead impedance (impedance value >= 10,000 ohms) and interrogation of the device showed that the device was programmed off (output current ¿ 0ma). Due to scar tissue around the electrodes, the neurosurgeon was unable to remove the entire lead and left the existing electrodes implanted. The replacement lead electrodes were placed above the previous lead electrodes. Diagnostics results from outside and inside the generator pocket revealed lead impedance within normal limits. The device was subsequently programmed on. The neurosurgeon was unsure whether the patient¿s manual labor could have contributed to the reported high impedance. The explanting facility discarded the explanted products; therefore, no analysis can be performed.